Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification is a structural deterioration which is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted eight (8) years and two (2) months ago, was explanted due to severe aortic valve stenosis secondary to calcification. This case involved a (B)(4) male with a history of rheumatic aortic valve disease s/p avr and chf. He was found to have prosthetic aortic valve stenosis and calcific mitral valve stenosis. Cardiac catheterization revealed no obstructive cad. The patient underwent a redo avr, mvr, and lysis of adhesions. Intraoperatively, echocardiogram confirmed severe calcific aortic valve stenosis, moderate to severe calcific mitral stenosis, and preserved lv/rv performance. There was no significant tr and no intracardiac thrombus. The 25mm aortic valve was inspected and found to have clear severe stenosis, no evidence of infection and no dehiscence. The leaflets were excised due to calcification. The annulus was decalcified and debrided. Another 25mm aortic valve was implanted using cor-knots. The left and right main coronaries were unobstructed. A 29mm pericardial mitral valve was implanted in the mitral position. The patient was weaned from cpb with stable lv and rv functions. It was noted he transferred to ICU in stable condition. On pod#7 he developed atrial flutter and was being cleared for cardioversion. Post operative echocardiogram revealed a well seated bioprosthetic aortic valve that was well seated with no presence of thrombus and trace aortic regurgitation. A well seated bioprosthetic mitral valve with trace regurgitation was also noted. He was later discharged on pod #13.